Event description:
It was reported that the electrogram appeared to show the atrial lead had dropped into the right ventricle. In addition, there was far field r-wave (ffrw) oversensing noted. Follow-up with the clinic confirmed that the lead had dislodged requiring a procedure to reposition the lead. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.